Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibia and pain.

Manufacturer narrative:
Visual inspection of the returned tibial component identified foreign material in the posterior region on the distal face. Minor gouges were noted on the anterior region of the distal face and on the proximal face. Measured dimensions of the returned components were conforming to print specifications. Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.